Event description:
It was reported that when using one (1) bd vacutainer® sst¿, the rubber stopper was not being removed from the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1.: initial reporter phone #: (B)(6). G5: additional PMA / 510(k)#: bk050036. Investigation summary: bd received 10 samples and one photo for investigation. The photo depicted a tube with a stopper inside it, detached from its hemogard shield. Functional tests were conducted on the returned samples, where one out of five samples failed, and the rest passed. Additionally, 29 retained samples underwent functional tests, all of which passed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.